Manufacturer narrative:
The complaint sample has been returned to greatbatch medical for evaluation. The investigation has not yet been completed. A supplemental medwatch 3500a form will be submitted following the completion of the investigation.

Event description:
It was reported during an unknown patient procedure that the handle's power adaptor snapped off. The surgery was completed successfully with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The adaptor coupling was broken off of the offset reamer handle. Visual inspection of the complaint sample noted numerous signs of wear and repeated use throughout the surface of the instrument in the form of scratches, dents and nicks. In addition, the surface of the adaptor coupling was observed to be rough in several areas. A process review was completed and there were no discrepancies found. The cause of the malfunction is attributed to torsional fatigue and wear. No further investigation is required. (B)(4).